Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that, "the hcp failed to fire the skin stapler (staple not firing) during use on patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that, "the hcp failed to fire the skin stapler (staple not firing) during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become misaligned and out of position at the back of the cover block. In addition, the bottom component was observed to be not welded on the back left side. Functional testing could not be performed due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot numbers are 73d2401061 and 73g2400249. Per DHR the product visistat 35r 6/box lot # 73d2401061 was manufactured on 04/24/2024 a total of (B)(4) pieces. Lot was released on 05/08/2024. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73g2400249 was manufactured on 07/08/2024 a total of (B)(4) pieces. Lot was released on 07/18/2024. DHR investigation did not show any issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.